Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error and failed battery test. It was mentioned that the customer changed the battery prior to getting the alarm. Blood glucose level was 120+ mg/dl at the time of the incident. Prior to calling, the alarms were already cleared. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Not in manufacturing mode. Formatted history file confirmed pump error due to possible hardware issue. Unable to determine root cause. Unit passed sleep current measurement and active current measurement. All operating currents are within specification. No unexpected failed battery test alarm noted during testing. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with missing display window cover, minor scratched lcd window, faded serial number label, cracked case(battery tube), cracked case, cracked battery tube threads, cracked retainer and scratched case.